Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received and evaluated at the service center. The reported complaint that the device glitches with pictures and its acting very strangely after pictures are taken and was freezing, was unable to be confirmed. The stills and videos were checked and no issues were detected. Also the video 4k settings were changed and also each channel was tested one by one, and no issues were found. The device was found to be working according to specifications. Since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. No manufacturing record evaluation is required as no manufacturer or service related issues were found with the device. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported by the sales rep via email that during an unknown procedure the image management system- evolution 4k glitches with pictures and its acting very strangely after pictures are taken, its freezing. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.